Event description:
Customer called to report that their vitek gps-504 card lab reports were missing the asts fusidic acid and fosfomycin and instead contained the asts netilmicin and amikacin. The customer discovered that their lab reports have been this way for approx 2 months since they manually entered the gps-504 barcode from the package insert through the vitek flex panel entry program. Flex panel entry is a program within the vitek sys software in which the user enters package insert barcodes in order for the vitek sys to recognize and analyze the ast card configuration. The customer has been reporting results for netilmicin and amikacin for the past 2 months even though those asts were not tested on the gps-504 card. When they noticed the discrepancy on their lab reports, they re-entered the package insert barcode and the issue was resolved. The gps-504 card configuration saved in the vitek sys after re-entry correctly contained fusidic acid and fosfomycin and did not list netilmicin and amikacin.

Manufacturer narrative:
Customer was advised that all results on the gps-504 cards between incorrect barcode entry and corrected barcode entry were suspect and to follow their internal procedures and policies for such a situation. Package insert revisions for the 2 affected gps-504 lots were verified as correct both from customer confirmation and from review of device history records for those lots. We requested instrument sys backup tapes. Tapes rec'd from customer were backups after the correct gps-504 barcode was entered, and therefore, all gps-504 results correctly list fosfomycin and fusidic acid; unable to review sys data containing the incorrect asts. Customer confirmed that package insert barcodes were entered manually at the vitek workstation and not by scanning the package insert barcodes. We hypothesize that the customer typed an incorrect number, letter or combination, thereof, when manually entering the barcode that was apparently recognized by their sys as a valid ast code. The incorrect card configuration was then saved on the sys until the time in which the customer re-entered the package insert barcode correctly. However, this could not be duplicated during the investigation. No root cause of this device malfunction has been identified at this point; investigation ongoing. Note: section d exp date and section h manufacture date are for gps-504 lot l28j. Lot p154j was mfg on 11/21/06 and expires on 05/21/08.